Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false positive sars result for 1 symptomatic consumer. The consumer communicated that they tested negative with another rapid antigen assay. No confirmatory testing had been completed at the time of call, but a pcr test was scheduled for the same day. An additional consumer event was also communicated which is captured on a separate report.